Manufacturer narrative:
A field service engineer was on-site and replaced the low pressure regulator and the cc sample collar wash valve. For the low vacuum errors, the vacuum pump and vacuum/pressure pump was replaced. Fse primed instrument multiple times with no leaks or errors. The bec internal identifier for this event is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 600 pro synchron clinical system was leaking water out of the low pressure valve and the di water canister was full. The cc sample probe was also leaking and the instrument was giving low vacuum errors. No injury was reported and no erroneous results were generated.